Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: an examination of the balloon found that there was a longitudinal tear. The tear was located at 3mm proximal to the proximal markerband and this tear extended distally over the proximal markerband for a total length of 6mm. A microscopic examination of the balloon material identified no issues which could potentially have contributed to the tear. A visual and microscopic examination found no issue with the profile of the proximal markerband which could have potentially contributed to the complaint incident. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein. A 6.0-4/4t/90 symmetry balloon catheter was advanced for dilation. However, after several inflations at 15 atmospheres, the balloon ruptured. Despite this, the inflation of the device was enough to complete the procedure and no patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein. A 6.0-4/4t/90 symmetry balloon catheter was advanced for dilation. However, after several inflations at 15 atmospheres, the balloon ruptured. Despite this, the inflation of the device was enough to complete the procedure and no patient complications were reported.